Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h3; h6; h11. Visual examination of the provided pictures identified a broken / fractured femoral impactor pad. There is a crack running through the pad. The device shows signs of use such as dings and scratches. The reported event was confirmed by review of provided photographs. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Event description:
It was reported that during an initial total knee arthroplasty, the pad of the femoral impactor instrument fractured during final implant impaction. There was no patient impact and no adverse events have been reported as a result of the malfunction. It was reported that all available information has been provided.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.